Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. The customer¿s blood glucose was 300 mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.